Event description:
Customer indicated that instrument stopped working with the message 'operating system not found'. The customer indicated that they saw smoke coming out of the cable connected to hdd. There was no injury due to this event.

Manufacturer narrative:
The cause for why smoke same out of the cable is unknown.